Event description:
Additional information provided by the user facility indicated there was not pt impact/injury associated with this event.

Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is unknown.